Event description:
It was reported that when the mammotome control module was turned on, a smell was noticed. The system was rebooted and the smell disappeared. As the case was started, a l3-033 error code was received. The case was aborted and the patient will be rescheduled when the loaner unit is received.

Manufacturer narrative:
Date sent: 11/03/2008. Evaluation summary: the unit was received with minor scratches. The analysis site confirmed the customer complaint and found that excessive body fluids caused the transverse drive shaft and its surrounding components to be non functional. To correct the issue, the analysis site replaced the transverse drive shaft, top and bottom motor mount assemblies, bushing and the supporting hardware. After servicing, the unit passed all qa testing procedures. Complaint information is trended on a regular basis to determine if further investigation is warranted.